Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed insulin coming out of the luer lock. The customer disconnected the luer lock connection and reconnected it ensuring that the connection is straight/tight. Reportedly, the customer successfully completed the load process. There was no impact to the customer's blood glucose level.